Event description:
It was reported that this patient was hospitalized with heart failure symptoms. After the implantable pulse generator (pacemaker) system was analyzed, noise was clearly noticed on the right ventricular (rv) channel. Furthermore impedance measurements low out of range and oversensing with pacing inhibition were noted. Sensitivity was changed and the pacing inhibition was clearly reduced. This device was replaced and is not expected to be returned. No further adverse patient effects were reported.